Manufacturer narrative:
Device is used for treatment, not diagnosis. The review of device history record was performed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a buttress compression nut is not locking into the aiming jig. This was discovered during an in service demonstration. The event was not related to any patient or specific case. This is report 1 of 1 of complaint (B)(4).